Event description:
MFR received a report from an attorney alleging that while operating his motor vehicle, the back cane snapped in two pieces at the point where it is affixed to the wheelchair frame. Device eval by the MFR has not been permitted. The owner's manual for this product clearly warns against transporting users in vehicles of any kind while in a wheelchair.